Event description:
Time of complication: during hospitalization, pt died in 2005. Symptoms: pt experienced v-tach, no pulse, then v-fib. Pt was shocked with 200j & then intubated and went to asystole after 2 rounds of epi/atropine. Pt died in 2005. It was reported that during hospitalization, after a successful stenting of the rica and a tooth extraction which was done in preparation for valve replacement. The pt's rhythm changed and no pulse continued. A no pulse code was called, epinephrine and atroprine were given, but no pulse continued. CPR was performed, the physician responded to code; however, the pt died. Although, this event was not felt to be related to the device, it cannot be said for certain that the device did not cause or contribute to the event.